Manufacturer narrative:
A service evaluation was performed for the subject device. The customer reported the locking nut had a crack and was broken. The repair technician reported ¿damaged component¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the synthes complaint handling unit for additional evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the locking nut has a crack/broken, no negative impact to patient, no delay to surgery reported, set comes with two in it. A contact at the hospital reported that the locking nut part broke or was cracked during surgery. The reporter does not believe there was any delay in surgery or harm to the patient and did not see any sign of fragmentation of the broken nut. No patient information was available. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted/performed. The report indicates that the: the device was produced and distributed in july 2009. Visually there does not appear to be an issue other than the damage sustained .the locknut is partially broken off. The broken off part is not available for investigation. The manufacturing review shows that the correct material was used at the time of the manufacturing. The microscopic view of the broken surface does not show any anomalies what indicates also material conformity to the specification. We can not determine the exact root cause of this complaint. We can only assume that the breakage was caused by an incorrect handling during use in combination with an application of high mechanical force. The relevant dimensions for this complaint can not be checked due to the condition of the device and the missing part. As the device was distributed in 2009 we can conclude, that the damage was clearly caused post manufacturing and therefore this complaint is to be invalid from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Service history review: lot #3186865, no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 31-jul-2009. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.